Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. The patient stated they had did a computerized tomography (CT) scan and that happened (B)(6) 2024 when they were rushed to the hospital. The patient stated in (B)(6) a doctor told the patient that there were two wires sticking out causing the shocks in their spine going down their leg and groin caused from the abandoned catheter. The patient stated their legs hurt especially the left and stated they had no feeling in their feet calves. The patient stated they felt numb in the area. The patient stated that on the (B)(6) they should have replaced the catheter when they did the dye study, and that this was the same pump as in 2024. The patient stated that in (B)(6) they were told their doctor couldn't change the catheter because of the dislodged and abandoned catheter. The patient stated 5cm was what was left of the fragments. The patient stated she was told to go back to the original doctor.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.